Event description:
It was reported that the customer's insulin pump kept ramping up the numbers when the customer was entering the carbohydrates. The customer stated that there was nothing leading up to the alarms. The customer's blood glucose was 56 mg/dl. The customer removed the battery and placed it back. The customer stated that she received a button error alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response, due to corroded keypad traces. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)